Event description:
The customer reported to baxter during an on-site visit that a colleague infusion pump experienced a no alarm. There was no patient injury or medical intervention associated with this report. There is no additional information available.

Event description:
It was reported that the device was explanted after implant duration of approximately 12.4 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to tricuspid regurgitation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.